Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they were unable to exit the preparing to prime loop. The customer¿s blood glucose level was 138 mg/dl at the time of the incident. Customer states that unable to prime and insulin pump was not stop while installing new reservoir. Troubleshooting was performed for prime rewind. Customer states they did not received second series of beeps nor did numbers appear on the screen. Customer was not able to escape to the status screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support cap. Device passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to verify prime or fill anomaly and perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm during basic occlusion test.